Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. Considering the physicians event description, the root cause for the complaint event is most likely related to the patients anatomy (i.e. Previously implanted stent).

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (80 percent stenosis degree) in a moderately tortuous mid rca. After pre-dilatation of a previously implanted stent, it was not possible to advance the stent to the mid rca. Thus, it was removed and upon removal it was noticed that the stent has been dislodged from the balloon and stayed inside the patients body.